Event description:
It was reported that the physician was using the guidewire (subject device) to mechanically remove a clot in the middle cerebral artery (mca). While the physician was advancing and retracting the guidewire within the clot, he noticed that about 3-4 cm of the distal end had separated from the rest of the guidewire. No resistance was reported to be felt while torquing the device before it separated. The distal tip remained inside the catheter as the physician pulled back the catheter. When the catheter reached the femoral artery, the separated tip slipped out of the catheter and remained in the femoral artery. The tip was left in the femoral artery. The patient was, discharged from the hospital and was reported to be doing "fine".